Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the result printout and was not able to reproduce the complaint. While troubleshooting, fse found air in the substrate lines and a dirty detector lens. Fse resolved the complaint by replacing the substrate 3-way solenoid valve and cleaned the detector lens. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The most probable cause of the reported event was due to the faulty substrate 3-way solenoid valve and dirty detector lens.

Event description:
A customer reported ¿dl lamp intensity low flag¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.